Event description:
It was reported that during a procedure, the tip of the unit broke. It was further reported that the broken tip was sucked back up by the probe. It was further reported that a different unit was used to completed the procedure and no adverse consequences to the pt were reported.

Manufacturer narrative:
After the original event description occurred, the account reported that an x-ray revealed that the broken tip of the unit remained in the pt. Add'l info will be provided once the investigation has been completed.